Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the battery charger board set and the batteries in the tray 2 were replaced. They performed a system checkout and the system was working as intended. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery charger 1 and 2 were returned for analysis and are under analysis at this time. Eval code method 10 is associated with this statement eval code result 3233 is associated with this statement eval code conclusion 4315 is associated with this statement medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery charger 1 was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection confirm an electrically over stressed components. It was found that there was a damaged inductor. Eval code method 10 associated with this analysis. Eval code result 120 associated with this analysis. Eval code conclusion 4307 associated with this analysis. The battery charger 2 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. Battery charger 2 passed bench test. Visual inspection confirm stressed components a leaky capacitor. All the leds on both test equipment and pcba lit. Bench and functional test passed. Chargers output voltages and sense output voltage were within range. Eval code method 10 associated with this analysis. Eval code result 114 associated with this analysis. Eval code conclusion 4307 associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a planned maintenance (pm) that the x-ray batteries were dropping rapidly after unplugging the umbilical. No patient was present at the time of the event.